Event description:
It was reported that the patient received a message that their generator was not responsive and not therapy being provided. Patient had a previous surgery and did not place ipg in surgery mode. Replacement surgery was performed (B)(6) 2023 inoperable ipg replaced, therapy restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.